Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test, self-test, and after battery change error test. All operating currents were within specification. The off no power alarm functioned properly. The unit was unable to prime during the prime test due to a faulty gold force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to a prime and fill anomaly. The unit had broken battery tube threads, a minor scratched display window, a scratched case, and a cracked reservoir tube lip.

Event description:
The customer called in to report a crack on the battery tube and 2 hospitalizations in (B)(6) 2015. The hospitalizations were due to high blood glucose levels ranging from 400 to 600 mg/dl. The customer reported feeling nauseous. The customer was treated with an insulin drip. The customer was not wearing the device at the time of admission, and had not been wearing it 1 day prior to admission. The customer stated that the device had been dropped and fell down the stairs. The customer's device was replaced and returned.